Event description:
The contact called. He stated that customers returned contour meters when they noticed their glucose readings did not correlate to prior readings. It was discovered the meters were set to mmol/l. No adverse events were alleged. The serial numbers for the meters in question were not provided, and no product will be returned at this time.

Manufacturer narrative:
No serial numbers were provided, so it was not possible to determine MFR dates for the meters.